Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital with pneumonia, shortness of breath, chest pain and sepsis among other comorbidities. The patient was intubated and then went into cardiac arrest which required external rescue. The system was subsequently explanted due to infection. It was also reported that the patient also experienced endocarditis, vegetation and (B)(6). There were no additional adverse patient effects reported.